Event description:
The reporter stated the surgeon implanted a aa4203tl silicone single piece lens with toric optic. The lens was explanted due to a mechanical issue having to do with the pt's eye. The eye was not able to hold the lens in the proper position. The lens decentered. An anterior chamber lens was implanted. Cause of this incident was due to pt's anatomy. There were no issues with the lens. Pt's last visit on (B)(6) 2013 va was 20/20. Pt is doing well.

Manufacturer narrative:
Results: a visual inspection of the returned product found in two pieces. The lens optic is cut in half. A piece of plate haptic is torn off and missing. There was evidence of clear surgical residue. Conclusions: (no device failure): based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to pt's anatomy and was not lens related. (B)(4).